Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown insert. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding a revision due to polyethylene wear involving a stryker insert was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the provided medical records indicates the baseplate was loose and there was polyethylene wear. The femoral component and patella were well fixed. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided, further information is needed.

Event description:
It was reported that the subject was enrolled in the post market triathalon ts study. Crf's received from the site indicated that stryker components were being revised with the triathalon ts system.

Event description:
It was reported that the subject was enrolled in the post market (B)(4) study. Crf's received from the site indicated that stryker components were being revised with the triathalon ts system.